Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a celect-pt filter was deployed via a jugular approach without evidence of significant tilt in a normal sized ivc. Less than three months later the patient presented for retrieval with the initial venogram demonstrating a significant rightward tilt of the filter with the hook embedded in the ivc wall. The retrieval attempt was unsuccessful despite utilization of advanced techniques. Initial fluoroscopic image at time of ivc filter deployment demonstrates a celect platinum deployed in the ivc with 1 degree of rightward tilt. The maximal distance between the primary filter feet measures 2.3 cm and the filter feet appear to all be on the same plane. The hook of the ivc filter is located at the l1/2 disc space. All the primary and secondary legs appear normally aligned. Three venogram images from time of attempted retrieval demonstrate the celect platinum ivc filter now with a 20° rightward and 23° anterior tilt. In addition, the hook of the ivc filter appears embedded into the wall of the ivc and 2 primary filter legs project 6mm outside of the column of contrast suggesting penetration. The filter has not changed in cranial/caudal location relative to the vertebral bodies. The primary and secondary filter legs are intact. At this point, the cause of penetration and tilt, is indeterminate, but likely multifactorial. Conical filter design, dwell time, significant filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to the development of ivc filter penetration. Furthermore, penetration leads to filter tilt. In this case, the two confirmed factors known to potentially contribute to development of filter tilt and penetration is a conical filter design and ivc measuring less than 24mm. There is no discussion in the complaint report regarding any other predisposing or compounding factors that may have contributed to worsening tilt, such as major abdominal surgery with manipulation of the ivc or endovascular procedures passing devices through the ivc filter. Therefore, the cause of the filter tilt may be related to intrinsic factors with either the filter design and/or with the patient's anatomy/biology. Unfortunately, the filter tilt resulted in the inability to retrieve the ivc filter on the initial attempt, despite the use of advanced techniques. Although the initial attempt at retrieval was unsuccessful, this filter appears to be in a position that potentially a center specializing in complex retrievals would have more success in removing the filter. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: physician placed the celect platinum ivc filter on (B)(6) 2025 from a jugular approach without issue. The filter was centered nicely in the infrarenal ivc. Ivc diameter was within normal limits 23mm. Filter was placed for pre- brain surgery. Patient came back on (B)(6) 2025 for retrieval and the filter was severely tilted within the ivc with the hook embedded in the wall. Physician attempted retrieval using advance techniques but was not successful. The physician expressed concern regarding the filter not properly fixating during dwell time and severely tilting. The whole celect platinum ivc filter was left in place completely intact.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.